Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up five episodes of noise were recorded. Noise was reproduced during a follow up. A review of the electrocardiograms by boston scientific technical services (ts) noted that the right ventricular (rv) channel was free of noise. Also noted that noise was seen on the rv and shock channel. Discussed possible indications for the observation of noise and next possible steps for maintenance of this issue. The system remained implanted. No adverse patient effects were reported. Additional information provided noted that a follow up took place and no new events were stored, but out of range pacing impedance measurements were seen on the rv lead since the end of (B)(6) 2015. A new device and rv lead were implanted. The rv lead was not extracted due to the longer implant time and thus will not be returned, the device was deactivated and will not be returned. There was no visible evidence that the lead was fractured or had insulation damage. No additional adverse patient effects were reported.